Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers and doors for both the station and all auxiliary units were not detected on the bus. A field service engineer (fse) confirmed that the pyxinet internet protocol settings were correct and inspected the integrity of the pyxis cable running down the back of the main unit and the auxiliary unit, no issues were found. The fse then unplugged all auxiliary machines, after which the drawers came back online. By reconnecting the auxiliary machines one at a time, the fse identified the remote manager as the source of the issue. The controller board inside the remote manager was replaced to resolve. Additionally, the fse replaced the medcart cable due to broken securing screws and replaced the latch, which was found to be worn and stiff. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawers was failed. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.